Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on the blue carefusion screen. A field service engineer revised the remote smart service (rss) package, re-registered the component manager, and configured auto-login for the cfn application, but these steps did not resolve the issue. A technical support specialist then troubleshot the application remotely to resolve the issue. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a screen that was stuck on the blue carefusion desktop. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.